Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump was accidentally dropped in the shower, resulting in a broken screen, and a replacement device was arranged with instructions provided to shut down the damaged unit and to sync data to the mobile app prior to return. Symptoms included no reported changes in blood glucose and no alarms. Outcomes included continued glycemic management with backup therapy and planned replacement delivery. Investigation included complaint intake, user education on shutdown and startup procedures, and logistical coordination for return and replacement. Investigation of this case revealed physical damage to the display consistent with accidental impact, with the remainder of the system unassessed due to the screen condition. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.